Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for unrelated reasons. Upon review, the patient's implantable cardioverter defibrillator exhibited recent episodes of ventricular fibrillation which correlated to left ventricular lead capture threshold confirmation testing. The ventricular fibrillation may have been due to some metabolic change or electrolyte imbalance due to the patient's kidney stones, kidney infection and dehydration. The device appropriately converted the events. There were no similar events occurring prior to (B)(6) 2019 although the capture confirm programming had been active for some time. The patient was stable.